Event description:
It was reported by service report that the footboard was missing the end blank module. It is unknown if there was patient involvement or adverse consequences to report.

Manufacturer narrative:
Result: footboard missing a blank module. This user facility serves as the health care provider for one of the state prisons. As a result, it has been reported that patients intentionally damage various device components with unrestrained appendages. Additionally, patients are regularly restrained in manners that conflict with the device's instructions for use.